Manufacturer narrative:
Investigation pending.

Event description:
While performing a lumbar fusion, l5-s1, the tip of the bone awl broke off while being tapped by the surgeon. The surgeon retrieved the fragment from the patient extending the surgery by 10 mins. There was no reported injury to the patient.